Event description:
It was reported that the lead was imaged and confirmed that the right ventricular lead was dislodged. The physician noted that the leads had not previously been sutured down, possibly contributing to the dislodgement. Lead dislodgement resulted in high capture thresholds. The lead was capped and replaced.